Manufacturer narrative:
Normal troubleshooting was completed. Further investigation clearly showed recently fielded lots meet release specs and key instructions for use (IFU) claims remain unchanged. Although pt recovery was higher in recently fielded lots than those immediately prior, sensitivity and specificity remain unchanged and the product was deemed safe and effective on the basis of the data. Beckman coulter, inc will continue to investigate process improvements to reduce lot-to-lot variability. This reportable event was identified during a retrospective review of product complaints conducted between (B)(4) 2008 to (B)(4) 2010 for add'l reportable events. This medwatch report is related to MDR 2122870-2011-01299.

Event description:
The customer alleged high bio-rad quality control (qc) level-3 results involving troponin reagent, accutni on the access immunoassay systems. The customer did not perform pt correlations at the time of the reagent lot change. There was no pt consequence.